Event description:
Customer reported " component is broken ". The issue was found during reprocessing. Preliminary evaluation of returned device indicates that the ceramic tip is broken. There was no patient involvement in this reported event.

Manufacturer narrative:
E1- full name of the facility: (B)(6) university. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.